Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, lens got stuck mid wound. Surgeon tried to pry lens off the injector but noticed there was a scratch or dent in it. Hence the lens was cut and removed from the patient eye and a new lens of same diopter was used to complete the procedure. Additional information has been requested but is not available at the time of this report.